Event description:
As reported to the MFR, the "dealer states pt used a self catheter with a cut off tip and damaged herself with it. Dealer will not release the name of the pt due to privacy issues, product number and lot number are not available as pt threw everything away. Dealer states to their knowledge no medical intervention was necessary."